Event description:
Reporter stated that patient received a blood glucose result of 340 mg/dl, while using the suspect device. Based on this result, patient injected additional insulin. Approximatley three hours later, patient collapsed, and crawled to the phone to call spouse for assistance. Patient was transported, by spouse, to a nurse practitioner, who recommened treatment at the hospital. Upon arrival at the hospital, patient's blood glucose measured 163 mg/dl (using hospita 's device). Patient was treated with intravenous fluids, for dehydration. Controls had not been run on the for dehydration. Controls had not been run on the system. A request was made for the return of the suspect product and replacement product was shipped.